Event description:
It was reported that the hanger for the bottle of endosol balanced salt solution broke off. No patient injury was reported.

Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted.